Manufacturer narrative:
The device was not returned. An investigation of the issue revealed the customer had connected the sdi (serial digital interface) cable to the incorrect port on the videoprocessor. Once the connection was moved, they received the signal and the issue was resolved. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, they were unable to receive signal on the high-definition lcd (liquid crystal display) monitor when connected to the videoprocessor during a trial run of the device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no signal from cv-190 was caused by connecting the sdi cable from cv-190>sdi in to oev262h>sdi 1 in.. It is likely that no signal from cv-190 was caused by the user's mishandling in connecting the cv-190 and the subject device with the sdi cable. Olympus will continue to monitor field performance for this device.